Event description:
The facility sent this infusion pump to baxter for service where a failure code 810:11 was discovered during testing. The facility representative stated that no patient incidents were reported on this pump since the last baxter service event.